Manufacturer narrative:
Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. There was a discrepancy in the initial report. The event description states the device was 1.5cm in length, but the catalog number/brand name says it was 1.2cm. The exact length of the device is unclear and it is possible that the incorrect size device was used. Several attempts were made to obtain additional information and clarify this discrepancy. The device was not returned for inspection, so an analysis of the device could not be performed. The lot number provided is not a valid lot number for this device, so a DHR review could not be completed. Balloon buttons may become displaced due to excessive force or pressure. The asymmetric balloon is believed to be the result of the balloon being displaced while inflated, rather than the cause of dislodgement. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned (B)(4) to this report.

Event description:
Vol ref no # mw5043179.